Event description:
Patient reported over the past six months he has experienced the infusion set tubing separating from the luer lock ten times. He stated that his blood glucose level was in the "upper 300 mg/dl" when all ten incidents occurred. The most recent event occurred approximately 06 when the patient went out to dinner. The patient reported that he checked his blood glucose (value not provided) and thought the valve was higher than it should be. He reported that he noticed that the tubing had separated from the luer lock. The patient reported that he had to go home and change his infusion set. No medical assistance was required. No symptoms were reported with the elevated blood glucose. The patient has discarded the product and therefore no product will be returned.

Manufacturer narrative:
Product not returned for evaluation.